Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically. The device was removed using the usual method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.